Event description:
Patient reported pain at the left ear where her sentio was placed on (B)(6) 2025. During clinic the pa discovered the implant is exposed.

Manufacturer narrative:
Surgical wound dehesience is a known post surgical complication associated with active transcutaneous hearing aid systems. Based on the avilable information and our trending we have no indication that the reported issue is the result of a manufacturing or quality deviation. We see no increase in severity and/or occurrence in the reported event that would necessitate updating the risk assessment or to perform actions other than continued trending. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.